Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has a history of driveline infection. The patient was recently re-admitted for bacteremia and sepsis. The patient has had intermittent power spikes up to 12 over the last several days. The patient did not present with any signs or symptoms of lvad dysfunction and his hematocrit (h/h) and lactate dehydrogenase is stable. The patient has a history of heparin-induced thrombocytopenia (hit) and leukocytoclastic vasculitis related to argatroban, and currently on a bivalirudin infusion. The vad coordinator reported that due to the infection and challenge of keeping the patient anticoagulated, data log information was sent to the manufacturer for review. The data log contained multiple transient power level increases appearing to be associated with pi events.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.